Event description:
Reporter indicated that vns patient had passed away. Cause of death is unknown at this time. Autopsy is pending. There is no evidence at this time that the ncp system caused or contributed to the reported event.